Manufacturer narrative:
Additional information was received from the local field representative that the physician will continue to monitor the adapter and lv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this adapter and another manufacturer's left ventricular (lv) lead, experienced a heart failure event and was admitted to the intensive care unit. It was reported that the lv lead exhibited loss of capture (loc) with the patient laying on their right side and high out of range pacing impedance measurements in all positions. Boston scientific technical services (ts) that there were no available programming options and discussed performing a lead revision procedure due to the positional loc. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.